Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changed the batteries constantly and the screen of insulin pump was fades in and out. Customer's blood glucose value was unknown at the time of the incident. Customer stated that they constantly had to press buttons because some kind of alarm was going off. The device will not return for analysis.